Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that the pump touchscreen was cracked and unresponsive and unreadable. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.